Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. Speaker does not produce sound. There was no adverse event reported.